Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. However, insulin pump received with corroded motor home switch. Insulin pump received with cracked reservoir tube lip, broken belt clip slot and minor scratched display window.

Event description:
The customer reported that the insulin pump was alarming motor error. The blood glucose reading was 125 mg/dl. The customer stated that the device was not exposed to a high magnetic field. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.